Event description:
Stage ii interstim was placed several years ago and no longer working. The patient underwent explantation of the old generator with the new implantation of the new lead and generator. FDA safety report ID # (B)(4).